Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device was received for analysis. Prior to the analysis of the device, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions and electrical parameters to be as specified. Upon receipt, the pacemaker was interrogated. The interrogation could be properly performed and revealed a remaining battery capacity of 95%. The time to eri showed a value of 5 years and 9 months, which was verified to be consistent with the pacing parameters used by the device during analysis. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functions were entirely available. The device's memory was thoroughly checked, revealing an unexpectedly low battery voltage, documented on (B)(6) 2025, which was identified to be the root cause for the clinical observation on (B)(6) 2025. Further voltage measurements after (B)(6) 2025, which are stored in the memory history every two weeks by design, however, showed normal and as expected values. Based on this normal battery voltage trend, it can be concluded that a battery problem is unlikely. Therefore, extensive analysis and code review has been performed to identify the root cause of the isolated low battery voltage measurement value, initially leading to the conclusion of a hardware problem due to the lack of further device performance history data. During this analysis, possibility of a rare timing conflict regarding the access of global variables, relevant for reliable measurement of the battery voltage has been identified as a possible root cause. Besides that, no abnormalities were found that could explain the device behavior.

Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed. Should additional information be received, this file will be updated.